Manufacturer narrative:
The hospital replaced the flow sensors. During inspection of the equipment, the hospital biomed noted excessive moisture in the advanced breathing system. Gehc recommended to clean the system. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/10/18 phone call, 10/11/18 phone call, 10/12/18 phone call.

Event description:
The hospital reported that, during a case, the unit indicated flow sensor and cannot drive bellows alarms. There was no reported patient injury.